Event description:
¿Situation: pharmacy technician discovered what appeared to be spots on a baxter d5w 1000ml bag. While investigated, all products from that lot were sequestered in the pharmacy. Background: baxter 5% dextrose injection 1000ml, lot y433525, exp [redacted date], ndc (B)(4), 2b0064. Assessment: in reviewing sequestered supply on [redacted date], spots no longer visible on bags. However, appears that the outer wrap on several bags is adhered to the inner dextrose bag. When the pieces of plastic are separated, the barcode is lifting off the bag and adhering to outer wrap. Recommendation/request: findings shared with productdefectinquiryemail. Product ok to return to circulation. Users should report any tearing/leaking/failure to scan related to this abnormality. Per [redacted name]: in my assessment of the sequestered bags, I think it is due to the outer wrap adhering to the d5w bags. I don¿t think there is any action we need to take but wasn¿t sure if you¿ve had any other similar reports. My biggest concern is that the outer bag adhering to the IV bag is leading to the barcode on the bag being lifted off and transferred onto the outer bag. It doesn¿t appear there is any issue with the contents of the bags. We have a tote of them, let me know if you want me to bring them downstairs to central supply for examination.¿